Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 599 mg/dl at the time of incident. Customer was treated with bolus for high blood glucose level. The customer assisted with troubleshooting for connecting insulin pump and glucometer. Customer reported that insulin pump was on auto mode. The insulin pump will not be returned for analysis.